Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system did not startup and was stuck at 00:00. No further information regarding the issue has been provided. No service has been performed by philips as the case was cancelled by the customer. To date, there have been no further reports of this issue.

Event description:
It was reported to philips that the system did not startup, stalling at 00:00. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.